Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing it was discovered that the device's housing was warped and batteries did not seat into the device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll (B)(4); the malfunction was duplicated and evaluation of the device found the housing to be warped. This type of damage is consistent with an overheated battery; however the battery was not returned for evaluation to determine root cause. Analysis for reports of this type has not identified an increase in trend.